Event description:
A coronary stent with delivery system was successfully advanced to an unknown target lesion site located in the patients body. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured at 8 atmospheres of pressure. The stent was successfully deployed despite the report of a balloon rupture. However, a dissection just distal to the stent was observed. To address the area of dissection, the patient was going to be sent for vascular surgery. Several hours after the procedure, the patient became unstable. An echocardiogram revealed percardial effusion with cardiac tamponade. Following, the patient began to desaturate and loose her pressure. In response, a 100% nonrebreather mask and an dopamine drip were administered. The a pt was sent back to the lab where pericardiocentesis was performed. Subsequently, the decision was made to intubate the patient. Paralytics were administered in order to intubate and subsequently the patient reacted to the drugs by loosing her pressure and pulse completely. In response, CPR was initiated and the patient was defibrillated. A normal rhythm was reestablished and the patients pressure was reinstated. An iabp was placed, and the patient was transferred to the ICU on total life support. Two days later, an eeg showed no brain activity and life support was withdrawn. The patient subsequently expired.